Event description:
The nurse was repositioning the patient in bed when she noticed that the epidural catheter tubing looked disconnected. While looking closer, the tubing had separated at the blue plastic button.